Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom on (B)(6) 2016 to report that the receiver displayed error 121 and call tech support on (B)(6) 2016. The clinic representative did not report injury or medical intervention. No additional patient or event information is available.